Event description:
It was reported that at implant there was high impedance in the right ventricular and that there was no sensing and pacing. It was further reported that the problem seemed to be between the lead in the right ventricle connector area of the device. The device was removed and new device was used with the lead instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is considered same as a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.